Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable.

Event description:
Medtronic received information that, while in a spinal fusion, the navigation system could not receive image acquisitions from the medtronic imaging system. There was a reported delay to the procedure of thirty minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that hardware component(s) was/were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No component(s) have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.